Manufacturer narrative:
The return 1.5 mm driver was examined visually under magnification. The fracture surface showed evidence primarily of torsional failure. Due to tip damage, dimensional examination of the tip is not possible. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2017-00223: screw.

Event description:
An aculoc 2 plate was being implanted, using a driver to insert the locking screw. The driver tip broke off and remains in the screw head as it could not be removed.